Event description:
The customer reported that during a patient procedure, using a glidescope core smart cable, the image intermittently disappeared. The customer confirmed and isolated the reported intermittent image disappearing to just the glidescope core smart cable. No delay in the procedure, use of a backup device, or harm to the patient or user was reported.

Manufacturer narrative:
A replacement glidescope core smart cable was sent to the customer and the reported smart cable was returned to verathon for evaluation. A verathon technical service representative evaluated the returned smart cable but was unable to confirm the reported image issue. When connecting the customer's glidescope core smart cable to known, good, test verathon equipment, they did not observe any image issues. The camera image quality test was performed and passed. Upon completion of the evaluation the customer's glidescope core smart cable was scrapped as it had already been replaced prior to its return for evaluation. No further investigation is required at this time. Verathon will continue to monitor for trends.